Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer's up button was sticking. Customer stated their insulin pump's malfunction has caused them high blood glucose. The customer also reported frequent battery changes on their insulin pump. It was also found the customer's insulin pump does not turn on when the batteries are replaced. The customer also reported a crack on their insulin pump's screen and condensation inside the screen. There were also unexplained no delivery alerts on their insulin pump. No additional info provided.